Event description:
Caller reported an alarm 2 followed by alarm 26, indicating multiple occlusion events. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resuming insulin. No further assistance was required as the customer was not experiencing recurring issues.